Event description:
Report received indicated, "the catheter collapsed. There was no excess torquing." Additional information has not been provided in response to request for patient-vessel procedure specific information and event outcome. There were no adverse effects to the patient reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13467528 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records and no excursions were issued/found for this lot. This product has been returned for evaluation and testing. The preliminary findings suggest the guiding catheter was received separated at 34 cm from distal end with multiple kinks and compression throughout the shaft. However, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.